Event description:
Per the surgeon's report, this patient described sound as "too loud" and uncomfortable. Integrity testing performed in 2006 showed normal receiver/ stimulator function and several faulty electrodes. Cochlear has recommended explanting the device and reimplanting the patient with a new device.

Manufacturer narrative:
This type of event is addressed in the device labeling.